Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 04/06/2016, the reporter contacted animas, alleging history settings (inaccurate delivery). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/13/2017 with the following findings: during investigation, the data from the date of the black box had been overwritten. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering within required range and delivering accurately. The original complaint was unable to be duplicated. The keypad was intact and the ok key was intermittently responsive. The up, contrast and down keys were responsive to user presses. The keypad cover was removed and the ok key contact was observed to be cracked. There was no contamination found under the key contacts. The battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.